Manufacturer narrative:
The surgical approach was sternotomy. The pump (B)(4) was inspected prior to implant and passed wet test. There was no additional interventions to note, just a few extra minutes on bypass which new o-ring was obtained. The patient did well post implant and was discharged from the implant hospitalization. However, additional information received stating that the patient passed away on (B)(6) 2015 due to acquired septic pneumonia. The death was not pump-related. The o-ring and hvad pump were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed since the devices were not returned and there is no evidence or supporting data provided. An internal investigation has been initiated to evaluate these types of issues. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Lvad pump was not returned.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Use of the device and the surgical procedure is associated with numerous risks including device malfunctions as outlined in the instructions for use. The timing and cause of the o-ring damage as related to its use and reported intra-procedural difficulty seating the inflow cannula in the sewing ring cannot be determined. It is possible that clinical and procedural factors may have contributed; however, without the return of the device a definitive conclusion cannot be made. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The perfusionist at the hospital reported that during the implant procedure, the vad was turned on in the usual fashion the surgeon noticed excessive bleeding around the sewing ring. The patient was placed back on cardiopulmonary bypass and the pump was taken out of the sewing ring; it was noted that the o-ring was broken. Per the surgeon, there was "trouble seating the device and noticed that the o-ring was split. I am not sure what caused the issue. We tried seating the device several times and could not get it to insert uniformly". An o-ring was removed from a new pump and placed on this pump as the driveline was already tunneled. There was no overall effect on the patient. The damaged o-ring was thrown away.

Manufacturer narrative:
(B)(4). This event does not include the not reportable event of non device related septic pneumonia. The patient alive and was discharge to home after the implant procedure. This event is serious injury, due to the fact that the patient was placed on by-pass while the new device was obtained to complete the surgical procedure. No further reports are forthcoming.